Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, the device was "alarming kinked broken sensor tubing". It was reported there was no patient harm.

Event description:
Additional information was received: the incident happened at the begining test from the machine. The event date was provided (13-oct-2023). There was no patient harm.

Manufacturer narrative:
Other, other text: additional information: a1, b3, b5 and h6 - health effects codes.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: (B)(6) h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the air detector sensor is broken in half. The return tube is cracked. Air detector has a ring lug fitting on the end of the ground wire and is ground to a chassis stud; it should have no fitting and should be secured in the green/yellow ground blocks. The line cord has a bent prong on the plug. The hinge pins on the air detector door are rusted and starting to stick out both sides. Air detector gasket is covered in dried blood and no longer able to be secured to front cover. The complaint was confirmed when the sensor was found cracked in half. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the air detector sensor and the door assembly on the air detector. Replaced the line cord and fixed the air detector ground wire on the trauma tower. Replaced the return tube, o-rings and fanguard for preventative maintenance. Device passed functional testing after the completed repairs.